Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: a "crack on the connector along with fluid loss" was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. No connectors were returned. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less, the pump failure could be the analyzed cause of the mechanical issue or the appearance of fluid loss. Per the product analysis a cracked connector was not confirmed as no connectors were returned.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a connector disorder. A new ipp pump was implanted. It was further reported that there was a crack on the connector along with fluid loss. There was also an "inflation problem with the lack of saline." The issues with the device began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a connector disorder. A new ipp pump was implanted. It was further reported that there was a crack on the connector along with fluid loss. There was also an "inflation problem with the lack of saline." The issues with the device began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.